Event description:
Impella purge cassette malfunctioned. Multiple attempts to stabilize the purge flow were marginally successful. After several hours the purge flow stopped and the impella malfunctioned and shut off. Pt placed on ECMO. FDA safety reported ID# (B)(4).